Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Visual examination of the provided pictures identified the tray fractured and significant wear on the stem. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the available radiographs identified that rtsa with significant inferior direction of the glenosphere as well as a fractured proximal humeral tray that now overlies the inferior glenoid. No contributing factors are seen. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03239. Requested but not returned by hospital.

Event description:
It was reported that patient underwent initial right reverse total comprehensive shoulder arthroplasty on an unknown date. Subsequently, the patient underwent revision due to implant fracture and wear. No additional patient consequences were reported.